Manufacturer narrative:
An abbott field service representative was dispatched to the customer site. Contaminated dirty cuvette drying tips, list number (B)(4), were replaced on the architect c4000 analyzer serial number (B)(4). No additional erratic creatinine results were reported after the cuvette drying tips were replaced on the analyzer. Investigation of the customer issue included a review of complaint text, a search for similar complaints, review of instrument logs, a review labeling, and instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reported multiple falsely depressed creatinine results generated using the architect c4000 analyzer. The following data was provided (mg/dl). (B)(6) initial 2.09, repeat 1.15, (B)(6) initial 2.11, repeat 1.05, (B)(6) initial 2.09, repeat 1.00, (B)(6) initial 3.03, repeat 1.52. No impact to patient management was reported.